Event description:
Philips received a complaint on the heartstart xl+ indicating that there was a charge issue. The fse evaluated the device on site. The fse found the inop battery low message, however, once he re-plugged the battery the inop disappeared, and the device was returned to full functionality. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The re-plugged the battery to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. It has been concluded that no further action is required at this time.